Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device revealed that the stent was damaged and had dislodged from the balloon. The stent was returned loosely placed on the stent delivery system (sds). It was confirmed by the customer that the stent was not dislodged from the balloon when returning the device. The stent had also damage to both the distal and proximal ends. A number of rows at the distal end of the stent were misaligned and stretched over the tip. A strut on row 3 from the proximal end of the stent was raised slightly. There was also a kink in the midshaft 27mm proximal to the port. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
Reportable based on analysis completed on (B)(6)-2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the severely tortuous and calcified right coronary artery (rca). A 4.0x20mm promus element stent delivery system was advanced but could not cross the lesion. The procedure was completed with another of the same. No patient complications were reported and the patient's status is stable. However, the device analysis revealed the stent was damaged. This product is only ous approved but it is similar to an approved us device.